Event description:
While wearing the external equipment, the pt was unable to obtain link between the external equipment and the pochlear implant. In 2005. The pt was seen at the center and by a company representative. Testing performed confirmed that the device was intermittently functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.